Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating.the customer's blood glucose was 160 mg/dl.customer resumed insulin delivery